Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7121461 UDI: (B)(4).

Event description:
It was reported that the patient does not feel stimulation on target but on the ipg site. Imaging was taken and confirmed that the spinal cord stimulation (scs) leads had migrated towards the ipg header. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7121461 UDI: (B)(4).

Event description:
It was reported that the patient does not feel stimulation on target but on the ipg site. Imaging was taken and confirmed that the spinal cord stimulation (scs) leads had migrated towards the ipg header. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.